Event description:
It was reported that this pacemaker had entered safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device could not be interrogated. Testing found the device exhibited no pacing output. The device case was opened, and the battery was removed and forwarded for detailed testing. Detailed testing confirmed the battery was depleted; however, the root cause could not be determined.

Event description:
It was reported that this pacemaker had entered safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.